Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Event description:
It was reported, "passage of groshong 4fr PICC, single puncture in basilic vein, using sterill technique, cut catheter in 40cm and fixed in 38 cm as measured, after passage of catheter positive flow and reflux. However, after fitting the rest of the catheter, a new flow and reflux was attempted with a 10 ml syringe containing 5 ml of sf0.9%. At this point the transparent extension of the catheter broke." No other information was provided.